Event description:
It was reported, the patient requested removal of the pump due to failure of intrathecal drug therapy to reduce chronic pain. There was no patient injury and the patient recovered without sequelae. It was later reported that the patient experienced pain at the pump implantation site. The site hurt and was limiting the patient¿s activities. The pump and catheter were explanted on 2014 (B)(6). On the same date, the patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed explant damage to the sutureless connector. It was noted that only the housing and retaining ring was returned. The initial printout indicated that the pump contained dilaudid and bupivacaine.

Event description:
It was later reported that, as of (B)(6) 2014, the most recent programmer report available was from (B)(6) 2012. At that time, the device system was used to deliver dilaudid and bupivacaine. The patient was also receiving oral hydrocodone and acetaminophen.